Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported per rn, "the red battery line on the screen just started to go on, it counts down to 10 and then shuts off. We keep the monitor plugged in overnight. Tried turning it on while plugged in, and the same thing happens."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of the red battery line on the screen just started to go on, it counts down to 10 and then shuts off was confirmed. The unit¿s charging port is not making connection with the motherboard. The root cause of the reported failure was identified as a material failure of the port.